Manufacturer narrative:
The procedure was successfully completed and the patient was discharged the next day with aspirin and clopidogrel prescribed. In (B)(6) 2011, the returned with a lower gi bleed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a dissection occurred after placement of a coronary artery stent. The patient has a medical history of hypertension, hyperlipidemia, previous pci and CABG in 2000, and myocardial infarction (2000). The reason for this intervention was non st elevation acute coronary syndrome. The target lesion locations were the 1st diagonal branch and the proximal left anterior descending artery (lad). The 1st diagonal was a de novo lesion with a 95% stenosis. The lesion location was the mid 1st diagonal. The lesion was pre-dilated with 2x15m balloon at 10 atms. The first stent deployed in the lesion was a cypher 2.25mm x 18mm stent. The stent was deployed at 18 atms without difficulty and post dilated as per standard procedure. There were no complications with the placement of this stent. Next, a 2.5mm x 18mm cypher stent was deployed in the lesion, proximal to the previously implanted stent, overlapping as the initial stent did not fully cover the lesion. Next a cypher 2.25mm x 8mm stent was implanted proximal to the initial stent and as an edge dissection was discovered. The deployment was successful. Final dissection grade was 0. The proximal lad was stented with a 3.0mm x 13mm cypher stent. The stent was post dilated as per standard procedure. The procedure was successfully completed and the patient was discharged the next day with aspirin and clopidogrel prescribed. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that vessel/lesion characteristics may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
During the index procedure an edge dissection occurred during placement of a cypher stent. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the coronary arteries. The patient has a medical history of hypertension, hyperlipidemia, previous pci and CABG in 2000, and myocardial infarction (2000). The reason for this intervention was non st elevation acute coronary syndrome. The index procedure took place on (B)(6) 2010. The target lesion locations were the 1st diagonal branch and the proximal left anterior descending artery (lad). The 1st diagonal was a de novo lesion with a 95% stenosis. The lesion location was the mid 1st diagonal. The lesion was pre-dilated with 2x15mm balloon at 10 atms. The first stent deployed in the lesion was a cypher (cxs182250/ lot 15075551) stent. The stent was deployed at 18 atms without difficulty and post dilated as per standard procedure. There were no complications with the placement of this stent. Next, another cypher (cxs182250/ lot 15075551) stent was deployed in lesion, proximal to the previously implanted stent, overlapping as the initial stent did not fully cover the lesion. Next a cypher (cxs08225/ lot 15095436) stent was implanted proximal to the initial stent, abutting, as an edge dissection was discovered. The deployment was successful. Final dissection grade was 0. The proximal lad was stented with a cypher (cxs13300/ lot 15087071) stent. The stent was post dilated as per standard procedure.